Event description:
The hosp reported the scope was placed on the pt's abdomen during a procedure when not in use. When the surgeon, unaware the light cord had separated from the scope, turned the light source on a beam of light burned through the pt drape and caused a burn on the pt's abdomen. The pt reportedly sustained a third degree burn and was treated off-site. The hosp did not know what medical intervention was given to treat the pt.